Event description:
It was further reported the implantable neurostimulator (ins) worked great and then it wasn¿t working. It was stated their implant was in the ¿wrong location.¿ it was noted the stimulation worked ¿somewhat¿ but never really worked like the trial had. It was stated the patient had a successful trial.

Event description:
Additional information received noted that the patient was still having concerns with their device and therapy and had sought further help. The patient had changed healthcare providers in 2011-(B)(6). The patient was concerned that the device had originally been placed two inches higher than it should have been to meet her areas of concern, specifically the hips and thighs where the pain was. From the beginning, they had had a difficult time getting the device to work on these areas. The patient was concerned that they were now being told the device needed to be lowered two inches, even though they had had a revision in (B)(6) of 2011.

Event description:
It was reported that stimulation was in the wrong location. The patient wanted to be reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778, lot # v673442034, implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Lead: model 3778, lot # v679144036, implanted: 2011 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na.

Manufacturer narrative:
(B)(4).